Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had already called twice with a low battery issue. The customer had to go to the emergency twice. Customer's blood glucose level was 600 mg/dl. The customer tried to correct their blood glucose level with 15 units. The insulin pump alarmed off no power alarm during a correction bolus. The customer was advised that the device would be replaced and agreed to return the product for analysis.